Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was getting hung up on the trocar and would not advance. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was getting hung up on the trocar and would not advance. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be flexed away from the hot jaw, remained attached at the base of the jaw, but was detached at the tip the cannula was observed to be intact, no visual defects were observed. The c-ring was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula with no difficulty. The c-ring was extended and retracted using the toggle switch with no difficulties observed. The harvesting tool was removed from the cannula with no physical or visual difficulties. The endoscope was removed with no difficulty. Based on the return condition of the device, the reported failure "mechanical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent".